Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal and non-malignant pain. It was reported that the patient's device does not even work anymore. The patient couldn't remember when it stopped working. No further complications were reported or anticipated. No symptoms were reported.